Event description:
Caller reported that pump battery depleted too fast, without providing further details. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.